Manufacturer narrative:
It was reported that after surgical procedure was finished, the operating table was being straightened with a level button. Patient was in a trandelenburg position with a head part of the bed slightly raised and patient's legs were still secured in boots, when the table suddenly started moving right (as if the left tilt was on, though it was not - it was confirmed prior to start of the procedure because the odp mentioned the bottom of the table looked slightly tilted) and following that started moving into as if reverse trandelenburg then jolted and the patient's bottom suddenly slid down the bottom of the table with both legs still secured in boots causing potential hyperflexion of both hips. Patient was immediately held by all staff members and after securing safety lifted onto the top part of the table, which prevented her from falling of the table onto the floor. Also, it was noted that the patient's urine bag got caught under the table and had to be replaced. The situation was promptly escalated, the orthopaedic surgeon was notified and hip xray was arranged to be done in recovery area. After initial period of sedation hold the situation was fully explained to the patient. The procedure was already completed at the time of the alleged incident, there was no organ exposure and there was no injury reported to the patient or the user. As a precaution the orthopaedic surgeon was notified, and a hip x-ray was conducted in the recovery area. There was reported surgical delay but the extent of the delay was not defined. The table was removed from service pending a complete investigation. The reported product was manufactured in 2012 and has been in service for approximately 10 years. If any further information is received, a supplemental will be filed.

Event description:
It was reported that after surgical procedure was finished, when the table was being straightened, the table experienced unintended movement. The unintended movement resulted in an additional hip x-ray and prolonged sedation. There was no patient injury reported. Due to no actual injury reported a malfunction will be filed.

Event description:
It was reported that after surgical procedure was finished, when the table was being straightened, the table experienced unintended movement. The unintended movement resulted in an additional hip x-ray and prolonged sedation. There was no patient injury reported. Due to no actual injury reported a malfunction will be filed.

Manufacturer narrative:
On november 29, 2022 it was reported to stryker UK that pn omy8200001, an operon d820 with serial number (B)(6) had an unintended movement. It was reported to stryker that: ¿after surgical procedure was finished, the operating table was being straightened with a level button. Patient was in a trandelenburg position with a head part of the bed slightly raised and patient's legs were still secured in boots, when the table suddenly started moving right (as if the left tilt was on, though it was not - it was confirmed prior to start of the procedure because the odp mentioned the bottom of the table looked slightly tilted) and following that started moving into as if reverse trandelenburg then jolted and the patient's bottom suddenly slid down the bottom of the table with both legs still secured in boots causing potential hyperflexion of both hips. Patient was immediately held by all staff members and after securing safety lifted onto the top part of the table, which prevented her from falling of the table onto the floor. Also, it was noted that the patient's urine bag got caught under the table and had to be replaced. The situation was promptly escalated, the orthopaedic surgeon was notified and hip xray was arranged to be done in recovery area. After initial period of sedation hold, the situation was fully explained to the patient.¿ the procedure was already completed at the time of the alleged incident, there was no organ exposure and there was no injury reported to the patient or the user. As a precaution the orthopaedic surgeon was notified, and a hip x-ray was conducted in the recovery area. There was reported surgical delay but the extent of the delay was not defined. The table was removed from service pending a complete investigation. The reported product was manufactured in 2012 and has been in service for approximately 10 years. A review of the DHR was performed and there were no failures noted during the manufacturing or final quality inspection process. The most probable root cause for the alleged failure is that an object was placed on the table base or was positioned too close to the table allowing the table to make collide with it which is a direct violation of the warning labels affixed to the top of the table base and is also called out in the IFU. The level button was actuated causing the table to be lowered onto the object ,crushing it until it was dislodged. At this point the table jerked suddenly into the actuated position. It was also reported that "the odp mentioned the bottom of the table looked slightly tilted" which would indicate the table base was off the ground. At this point the case should have been halted to determine the cause and to ensure the table was indeed stable before proceeding. There were multiple attempts for device evaluation made but no response was received. If additional information is received, a supplemental will be completed. H3 other text: 81.